Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any add'l info received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. A product development investigation was performed. The failure mode and location of the failure were duplicated on a new bender from inventory in cadaver lab and benchtop settings. Material analysis indicated that the welding process was making the materials more brittle and less tough than they would be in their typical forms.

Event description:
It was reported that during a posterior thoracic fusion fixation procedure, the tip of the bender broke off. The piece was retrieved. The surgeon selected another instrument and completed the procedure.